Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent an unrelated surgical procedure around (B)(6) 2019 and the ipg was not placed into surgery mode. Afterwards, the ipg was unable to communicate with the external devices and patient lost therapy. Troubleshooting was unable to resolve the issue, and the ipg deemed inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, therapy was established.